Manufacturer narrative:
H10 after extensive testing, there was a problem with battery interconnect cable/power management card. This cable was repaired in accordance with philips healthcare's instructions. Performed functional tests successfully. The alleged malfunction was confirmed. The device was not being used for treatment when the reported event occurred. H11. G1: contact information updated. H6: codes.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020.

Event description:
The customer reported the unit has a battery issue. There was no patient involvement.